Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileocolectomy procedure, the cut ends of bowel were delivered through the wound without tension. In the course of creating a functional end-to-end antiperistaltic ileocolic anastomosis, the staple was observed to misfire, such that the bowel was divided without placement of the staple line. Therefore, this portion of the small intestine and of the transverse colon was additionally resected and passed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.